Manufacturer narrative:
Maude medwatch: event description and concomitant device reported. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). [Mw5085348].

Event description:
It was reported that on an unknown date, the patient underwent a foot and ankle surgery on the year of 2018, which used metal hardware from stryker plate- t4 hole, screws 4.0 x12 mm, screw 2.7 mm x 16 mm, steinmann pin smooth, screw 2.7 x 20mm, screw 2.4 x 32mm l, screw 3.5x 26mm, screw 3.5mm x 30 mm and synthes cannulated screw long thread. The patient had a medical history documented and known severe allergy to nickel. The surgeon used a stainless steel screw, along with titanium components. The patient developed complex regional pain syndrome (crps) a six days postoperative and have required eight lumbar nerve blocks, additional physical therapy, pain and rehabilitation medicine, medications and other side effects. The patient had lost time at work, with family, and can no longer do what the patient used to do physically due to ongoing symptoms. The second surgery within the same year of 2018, the patient had a computed tomography scan (CT) and magnetic resonance imaging (MRI) of the foot prior to having the hardware taken out. It is unknown if there was a surgical delay. Procedure outcome was unknown but had improved some since the removal of the hardware. The patient continues to had crps that impacts the functioning and day to day life. Concomitant devices reported: stryker plate- t4 hole : 40-15081, screws 4.0 x12 mm - 656312, screw 2.7 mm x 16 mm - 656316, steinmann pin smooth - 45-80300, screw 2.7 x 20mm - 656320, screw 2.4 x 32mm l - 656132, screw 3.5x 26mm - unknown, screw 3.5mm x 30 mm - model 657430. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.